Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs sys including a surgical lead on (B)(6) 2010 for low back pain. It was reported that he is experiencing pain at the lead site. The reported discomfort is said to be present only when the pt's therapy is in use. Efforts to resolve this matter via reprogramming have been unsuccessful. X-rays will be taken for further interrogation.